Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The lead was returned cut in two pieces as a result of the explant procedure. Both segments passed continuity testing. Production records pertinent to sterility/package were reviewed for the returned product and no nonconformances were found. The root cause of the infection could not be determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05323. Related manufacturer reference number: 3006705815-2021-05324. Related manufacturer reference number: 1627487-2021-17953. Related manufacturer reference number: 1627487-2021-17954. It was reported that the patient experienced infection. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. The infection is being treated with IV and oral medication.